Event description:
Invalid result (s). User reported that their cassette did not produce a result. The user added the correct amount of solution into the correct well and waited the appropriate time.

Manufacturer narrative:
Final product manufacturing and qc record for cov2030017 were reviewed. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. The test results of retention samples from cov2030017 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.